Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the thunderbeat exhibited the tip had broke during the second half of the procedure. The event occurred at therapeutic procedure for surgery on the left colon. There was no harm, death, or injury to patient.